Event description:
On (B)(6) 2019, a reporter (patient¿s wife) for the lay-user/patient contacted lifescan (lfs) USA alleging that the patient¿s onetouch verioflex meter powered off during use. The complaint was classified based on customer service agent (csa) documentation. The reporter stated that the meter issue occurred ¿two to three weeks¿ prior to contacting lfs. The reporter detailed that the patient manages his diabetes with lantus insulin and humulin r insulin on a sliding scale and denied that he had made any changes to his usual diabetes management routine in response to the alleged issue. The reporter stated that at an unspecified time after the meter issue occurred the patient developed symptoms of ¿lightheaded, sweaty and felt like he was going to pass out¿ and that he self-treated by drinking orange juice. During troubleshooting the csa noted that it was not the first time the product had been used and there was no apparent misuse of the device. The batteries did not appear to require replacing and when the customer was educated about the about the meters auto-shutoff behavior the issue remained unresolved. Replacement products were sent to the reporter. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began.